Manufacturer narrative:
H.6. Investigation: one sample and one photo were returned to our quality engineer for investigation. Upon visual inspection, it was observed that the stopper was incorrectly assembled to the plunger, distorted against the barrel wall. A device history was performed and found no no-conformances related to the reported issue during product of batch 1811230. A camera system is the assembly station is used to detect this issue. Although there was no instance was identified, it was determined this malfunction occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. A project was initiated to further evaluate this issue and reduce any reoccurrence.

Event description:
It was reported that the syringe 50ml ll experienced stopper deformation. The following information was provided by the initial reporter: physical defect discovered with syringe plunger while spraying into an aseptic area. Syringe plunger is deformed.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 50ml ll experienced stopper deformation. The following information was provided by the initial reporter: physical defect discovered with syringe plunger while spraying into an aseptic area. Syringe plunger is deformed.